Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2015 the patient underwent a left hip revision due to mechanical failure of the femoral component. The revision operative report states " the trunnion was noted to be severally deformed and worn, and the was consistent with the significant metallosis wear that had been noted surgically.

Manufacturer narrative:
An event regarding disassociation and metallosis (altr) involving a metal femoral head was reported. Following a medical review the event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed the review concluded: "based upon the information available for review, no determination can be made for the cause of the described trunnion deformity and head disassociation noted at revision surgery eight-and-a-half years after implantation of the primary left total hip arthroplasty." -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other event reported for the lot code. This event was determined to be within the scope of ra 2016-028. Conclusions: the subject device has been identified to be within scope of an nc and a CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within the scope of the nc and the CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2015 the patient underwent a left hip revision due to mechanical failure of the femoral component. The revision operative report states " the trunnion was noted to be severally deformed and worn, and the was consistent with the significant metallosis wear that had been noted surgically.